Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that is ?blocked? Was confirmed as a downstream occlusion alarm in the alarm log and repaired by baxter service personnel onsite at the customer facility. The cause of the reported condition was determined to be a damaged latch roller. The latch roller was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported that a flo-gard infusion pump was "blocked". It was not reported when this condition occurred; however, it was reported that there was no patient involvement in regards to this event and; therefore, no injury or adverse event associated with this report. An engineering review further clarified this condition as a downstream occlusion alarm.